Event description:
A customer contacted baxter's technical service center regarding another matter. The home patient stated that he did not eat much and was not feeling well. On 28 apr 2010, product surveillance contacted the pd nurse who reported that the patient has peritonitis and was undergoing treatment. The nurse stated that the patient was diagnosed around (B)(6) 2010. The patient was not hospitalized. Product surveillance made a follow-up call to try to obtain the cause of the peritonitis and spoke to the pd nurse who stated that the she does not know the cause but the organism grown was serratia liquefaciens. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Upon completion of baxter's investigation of this incident, the root cause of this event could not be determined.